Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer was unable to aspirate due to a blood clot. An alternate introducer was used. No patient complications have been reported as a result of this event.